Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not stay closed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).